Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth or weight for all seven (7) patients. Patients designated as patient number one (1)-four (4) and six (6)-seven (7) are females and patient designated as patient number five (5) is male. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer. The fse inspected the analyzer and noticed micro bubbles forming inside the chamber of the wash pump. The fse removed the wash pump cap and noticed fluid inside the cap. This indicates a loose valve cap. The valve cap and valve gasket were replaced. The analyzer was primed and micro bubbles were no longer observed. Verification testing met published instrument and assay performance specifications. In conclusion, the valve cap and valve gasket were determined to be the cause of this event.

Event description:
The customer reported obtaining elevated troponin I (access accutni+3) results generated on the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)) on seven (7) patient samples. On (B)(6) 2016, initial elevated access accutni+3 results above the laboratory's reference range of 0.00-0.05 ng/ml were generated on the samples. The results were reported outside of the laboratory and were questioned. The samples were repeated on the laboratory's alternate access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) and lower results were obtained. The customer was not aware of any injuries or change to patient treatment associated with this event. The patient samples were collected in sodium heparin tubes that were centrifuged at 3500 revolutions per minute (rpm) for 5 minutes at room temperature. No issue with sample integrity was reported by the customer. System performance indicators such as calibration, quality control (qc), and system check were acceptable and were running within assay/system specifications prior to this event. One (1) level of qc was out of range after this event. The customer declined to troubleshoot with hotline support and requested for service. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer's performance.